Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2009 to 2013. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal distension ("bloating"), headache ("headaches"), alopecia ("hair loss") and tooth disorder ("teeth problem"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) ¿ robotic assisted bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and tooth disorder outcome was unknown and the pelvic pain, abdominal distension, headache and alopecia had resolved. The reporter considered abdominal distension, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding). Discrepancy noted in date of removal (B)(6)2014 and (B)(6)2014. Patient undergo for hysterosalpingogram after 3 months of placement. Concerning the injuries reported in this case, the following one/ones were reported via social media: dental problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: new event dental problems and reporter updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2009 to 2013. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal distension ("bloating"), headache ("headaches"), alopecia ("hair loss") and tooth fracture ("teeth problem/ teeth breaking") and underwent endometrial ablation ("I still have my period after ablation"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) ¿ robotic assisted bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and tooth fracture outcome was unknown and the pelvic pain, abdominal distension, headache, alopecia and endometrial ablation had resolved. The reporter considered abdominal distension, alopecia, dysmenorrhoea, dyspareunia, endometrial ablation, headache, menorrhagia, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding). Discrepancy noted in date of removal (B)(6) 2014 and (B)(6) 2014. Patient undergo for hysterosalpingogram after 3 months of placement. Concerning the injuries reported in this case, the following one/ones were reported via social media: dental problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. Previously event tooth disorder is changed to tooth fracture. Non-drug treatment is added for tooth fracture. Event endometrial ablation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2009 to 2013 and oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain/lower pelvic pain"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal distension ("bloating"), headache ("headaches"), alopecia ("hair loss") and tooth fracture ("teeth problem/ teeth breaking") and underwent ovarian lesion excision ("other injury(ies) or complication(s)-excision of right ovarian mass"). The patient was treated with surgery (ablation, cystectomy and total hysterectomy (uterus and cervix removed) ¿ robotic assisted bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, tooth fracture, ovarian lesion excision and ovarian cyst outcome was unknown and the pelvic pain, abdominal distension, headache and alopecia had resolved. The reporter considered abdominal distension, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, ovarian cyst, ovarian lesion excision, pelvic pain, tooth fracture, and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding). Discrepancy noted in date of removal (B)(6) 2014 and (B)(6) 2014. Patient undergo for hysterosalpingogram after 3 months of placement. Discrepancy noted in removal date- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: not provided. Concerning the injuries reported in this case, the following one/ones were reported via social media: dental problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event ovarian cyst was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) since april 2009 to 2013 and oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain/lower pelvic pain"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal distension ("bloating"), headache ("headaches"), alopecia ("hair loss") and tooth fracture ("teeth problem/ teeth breaking") and underwent ovarian lesion excision ("other injury(ies) or complication(s)-excision of right ovarian mass"). The patient was treated with surgery (ablation, cystectomy and total hysterectomy (uterus and cervix removed) ¿ roboticassisted bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, tooth fracture, ovarian lesion excision and ovarian cyst outcome was unknown and the pelvic pain, abdominal distension, headache and alopecia had resolved. The reporter considered abdominal distension, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, ovarian cyst, ovarian lesion excision, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding). Discrepancy noted in date of removal (B)(6) 2014 and (B)(6) 2014. Patient undergo for hysterosalpingogram after 3 months of placement. Discrepancy noted in removal date- (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: not provided.. Concerning the injuries reported in this case, the following one/ones were reported via social media: dental problems quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6)2009 to 2013 and oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain/lower pelvic pain"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal distension ("bloating"), headache ("headaches"), alopecia ("hair loss") and tooth fracture ("teeth problem/ teeth breaking") and underwent endometrial ablation ("I still have my period after ablation") and ovarian lesion excision ("other injury(ies) or complication(s)-excision of right ovarian mass"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) ¿ roboticassisted bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, tooth fracture and ovarian lesion excision outcome was unknown and the pelvic pain, abdominal distension, headache, alopecia and endometrial ablation had resolved. The reporter considered abdominal distension, alopecia, dysmenorrhoea, dyspareunia, endometrial ablation, headache, menorrhagia, ovarian lesion excision, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding). Discrepancy noted in date of removal (B)(6) 2014 and (B)(6) 2014. Patient undergo for hysterosalpingogram after 3 months of placement. Concerning the injuries reported in this case, the following one/ones were reported via social media: dental problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: pfs received. Concomitant drug added. Events: other injury(ies) or complication(s)-excision of right ovarian mass added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: event injury was updated to event: menorrhagia (heavy menstrual bleeding). Essure implant and explant date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2009 to 2013. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal distension ("bloating"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) ¿ roboticassisted bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, abdominal distension, headache and alopecia had resolved. The reporter considered abdominal distension, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding). Discrepancy noted in date of removal (B)(6) 2014 and (B)(6) 2014. Patient undergo for hysterosalpingogram after 3 months of placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, bloating, headaches, hair loss. Onset date of event menorrhagia were updated. Reporter information, aka name, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.